Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago.

Event description:
It was reported that the patient experienced discomfort due to device being too close to the patients spine. The patient underwent a revision procedure wherein the ipg was relocated to the abdomen. The patient was doing well postoperatively. Nothing was explanted.